Event description:
Additional information was received from a consumer. It was reported that the patient had multiple appointments to adjust the device and the patient had lost weight.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins) for post laminectomy pain. It was reported that patient used to have an scs device but it was removed. It went horribly wrong. The device did ok at first but then patient started having the same symptoms and was sent to a pain management hcp who then did a revision surgery. The exact date of the event was asked but unknown. No further complications were reported/anticipated.